Event description:
The following has been reported: at the beginning of the infusion process, the error code "error 02-0002!!! Displacement plunger" was displayed on the device screen. From the information that has been given, no patient was affected by the reported device. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. The provided device log was reviewed, several types of errors were identified: id21, id43, id27, id26, id28, id38, id02; all linked to the displacement sensor. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However based on the provided information the displacement and diameter detection sensors were most likely damaged but the errors regarding the operation of the display could not be reproduced during testing. The reported issue remains confirmed, as error 02 is present in the event logs. For this complaint, the root cause of the reported issue must probably be related to damage displacement sensor (not returned). Replacing both sensors was recommend for safety as repair action. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.